Manufacturer narrative:
Vyaire file identification: (B)(4). Log analysis shows that tf 389 was active from (B)(6) 2019 and safety valve was leaking 76 l/min. Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that tf389 occurred during ventilation on a patient. It was confirmed that the patient was removed from the ventilator. There was no patient injury.

Manufacturer narrative:
Result,conclusion and method code information updated. The root cause was attributed to a defective 02 safety valve. Additional information received from the customer on 22aug2019 that the repair of the device is done.